Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device displayed an occlusion error message resulting in elevated blood glucose levels. On (B)(6) 2020, the infusion device displayed the occlusion error message "all the time". On (B)(6) 2020, the patient went to the hospital and the blood glucose level was 400 mg/dl. The patient was disconnected from the infusion device and pen therapy was used. No further information was provided. It is unknown how long the patient was in the hospital.